Manufacturer narrative:
Concomitant product: 419388 lead, implanted: (B)(6) 2004; and c4tr01crt-p, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing with chronically low amplitude p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.